Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 20 mm watchman flx laa closure device and delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During the procedure it was noted that there was a perforation of the laa. The patient underwent open-heart surgery to ligate the laa. Following the surgery the patient is stable and expected to make a full recovery. There were no other complications that were reported to have occurred.